Manufacturer narrative:
(B)(4). It is unknown whether the report source is a health professional. The cause of the system error 2042 was determined to be an issue with the membrane gasket. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and evaluated. The event history log review could not verify the reported event because the reported issue was an unspecified issue of ¿no communication¿. However, the event history log did identify several alarms that occurred on the homechoice (hc) device: low drain volume, system error 2270, caution: negative ultra filtration (uf), check patient line, system error 2, system error 2279, system error 1031, system error 24, system error 2042 and system error 5. The device was visually inspected. Although, the reported issue was not specified, the device was found to not have met specifications because the quality engineers identified some system errors (se) during the sample evaluation. The se 2042 was found and the gasket membrane door was replaced. The ses 5, 2, 24 and 2279 that were identified during the evaluation caused the kit eprom to be replaced. The hc underwent full functional, electrical testing and a simulated therapy with no additional defects or malfunctions found. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that an unspecified failure occurred during use on the home choice (hc). No patient injury or medical intervention was indicated as a result of this event. No additional information is available.